Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device had minor scratches on the display window, cracked batter tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was not delivering insulin. Customer woke up with blood glucose of 370 mg/dl might be due to kinked tubing, treated and blood glucose went up to 533 mg/dl. She then treated with manual injections. She changed the insulin, tubing, site, battery, and used an infusion set from a different box. Attempted to perform troubleshooting but customer declined to check for air bubbles, leaks, and discrepancies in the settings. High pressure wasn't performed since the customer didn't have tubing clamp. Customer was advised to call back when received tubing clamp to perform high pressure test. She requested the device to be replaced and agreed to return the device for analysis.